Event description:
It was reported that the pt had sporadic relief "for a time" and then no relief at all. X-rays and other unspecified tests showed that the "wires had moved." The stimulator was replaced. A follow-up report will be sent when additional info becomes available.

Manufacturer narrative:
(B)(4).